Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported device thrombosis could not be conclusively determined. The instructions for use list thrombus as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years.

Manufacturer narrative:
Approximate age of device - 2 years, 3 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the lvad system reflected a "speed of 0, ---, pump stopped". There were no percutaneous lead (driveline) issues, power surges, no low speed advisories or driveline fault alarms. Pump thrombus was suspected. The patient was septic with white count 36,000, non-compliant on coumadin, vegetation and not a candidate for a pump exchange. No event dates, treatment, duration, specifics of the sepsis is known. The patient had a known calcification. The patient expired. No autopsy was performed and the device will not be returned.

Manufacturer narrative:
The patient's death is covered in MFR number: 2916596-2018-04451. Investigation summary: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient had a reported speed of 0. The patient was not a pump exchange candidate and had known calcification. According to the account, there were no driveline issues, power surges etc., low speed advisory, or driveline faults. The patient has an ongoing driveline infection that began on (B)(6) 2016 (reference (B)(4)). The patient was septic with a white blood cell count of 36,000. It was also reported the pump thrombus was suspected and the patient was not compliant on coumadin. The patient ultimately expired on (B)(6) 2018 due to sepsis and the device was not returned for evaluation. The heartmate ii lvas IFU lists (pocket, local, and driveline) infections, sepsis, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document additionally provides information regarding anticoagulation therapy and the recommended inr range and outlines indications of pump thrombosis, as well as how to respond to such events. The heartmate ii lvas IFU, document #(B)(4), rev. E, is currently available. Section 1 of this IFU lists (pocket, local, and driveline) infections, sepsis, device thrombosis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "alarms and troubleshooting" outlines all system controller alarms, including pump stops, as well as how to respond to each alarm condition. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on the event.